Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. The customer was unable to provide the serial number of the device involved, but confirmed that there is no allegation against the ventilator as this was an infrastructure issue where the entire hospital experienced a loss of air. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the nicu lost medical air to the room for about four minutes, while the sipap ventilator was in use on a patient. The ventilator lost flow and pressure. There was no patient harm associated with this reported issue.